Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 249 and 181 mg/dl. Tests were done within 10 mins with a difference of 28%. Pt did not experience and adverse events. No further info has been reported.